Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Invalid syringe size was found in pump event history log. Invalid syringe size was found during syringe test and failed size reading on both quality control slugs. Barrel clamp head-screw was found little loose which is causing the invalid syringe size error. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced barrel clamp head-screw. Performed pm maintenance and all functional testing which passed.

Event description:
It was reported that the device has an unknown issue. No patient injury was reported.